Manufacturer narrative:
H2-3) the gantry motion controller was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, unable to confirm reported complaint, installed control box into test system. The system booted and readied on each power cycle. Perform motion calibrations, all passed. Door functioned as normal and motion travel on all axes was smooth and functional. Perform 2d and 3d images, all were successful. No fault found while under test. Codes: b01, c19, d14 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000442r, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, doors not opening, closing or tilt moving. Replaced several gantry controllers to no avail. Tractor drive motor and winch causing gantry controller to short out. Found a bad switch as well on door. Replaced. Did a medtronic check out test. All passed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000085, product ID: bi71000192, product ID: bi71000086, product ID: bi71000166. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that an issue with the imaging system gantry door. Initially, the site experienced difficulty closing the gantry, but they were eventually able to get it closed and successfully complete a spin on the patient. However, when attempting to open the door using the pendant, the door only opened slightly. As a result, the site had to perform the emergency door opening procedure to remove the unit from the operating room. This had occurred intra operatively. There was a reported delay of less than 1 hour and no reported impact to patient outcome.

Manufacturer narrative:
Correction: added d10. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue was found during spine procedure.

Manufacturer narrative:
Additional information updated in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.